Manufacturer narrative:
(B)(4). The customer reported that intermittently, the display on the device goes white, black or multicolor. The device was evaluated at philips. The symptom could not be reproduced. We are considering this a malfunction based on the customers' report but cannot determine the cause as the symptom could not be reproduced.

Event description:
The customer reported that intermittently, the display on the device goes white, black or multicolor.